Manufacturer narrative:
A medtronic representative tested and serviced the equipment at the site. The computer was replaced on the system, but the system was still experiencing issues. The computer was returned to medtronic but was under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that a medtronic representative (rep) was uninstalling and reinstalling the spine application on the system while troubleshooting for a different issue. Prior to the software uninstall, the rep had backed up the surgeon profiles. After the reinstall, selecting any existing surgeon profile then choosing a procedure would cause the software to unexpectedly exit. This issue did not occur with newly created surgeon profiles or the standard profile. The rep deleted all surgeon profiles off of the system and tried to re-import the surgeon profiles from another medtronic navigation system that is functioning well, but the issue reoccurred. There was no patient present when this issue was observed.